Manufacturer narrative:
Multiple attempts have been made on 26aug2024, 05sep2024, and 23sep2024 to try to obtain further information about this case, but no response was received. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the respiratory therapist (rt) on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was removed from service and swapped out for another v60. The respiratory therapist (rt) called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The biomedical engineer (bme) was able to duplicate the reported issue. The remote service engineer (rse) verified the bme's test setup and did not discover any issues. The rse then discussed the alarm with the customer and advised that it may be due to a faulty flow sensor. The rse also recommended that the customer should perform performance verification test (pvt) and provided the customer with the part identification (ID) of the replacement flow sensor assembly for repair. The investigation is ongoing.